Manufacturer narrative:
(B)(4). The event occurred in (B)(6) 2015. During follow up with the reporter, they stated that the patient recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent, abdominal pain, and temperature (not further specified). It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. On the same day as the onset of peritonitis, the patient began treatment with vancomycin (intraperitoneal, dose and frequency not reported, duration not reported but ongoing at the time of this report) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date ¿two weeks ago¿, the patient had peritonitis. The patient was not hospitalized for the peritonitis but was treated in the emergency room and clinic. At the time of this report, the patient was still recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.